Event description:
It was reported that the patient had his invance sling removed in 2012 shortly after the mesh was implanted due to perineal infection. The infection resolved following the mesh removal. No further patient complications were reported in relation to this event.